Event description:
It was reported that the programmer unexpectedly shutdown or stopped working while trying to review the patient. The new cord was tested and no issue was found. Another programmer was successfully used. No patient complications were reported as a result of event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).